Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicated that this rv lead was returned and a device evaluation was completed.

Event description:
It was reported that the day after implant, this right ventricular (rv) lead was discovered to have no capture and impedance was down 700 ohms. The physician suspected there was a possible microperforation. However, the patient's pressure did not drop. The lead was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.